Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-0041: it was reported the patient was no longer receiving stimulation. A company representative attempted to troubleshoot the issue with reprogramming but was unsuccessful. It was determined one lead had migrated and the other lead was displaying multiple high impedances. Patient underwent surgical intervention on (B)(6) 2017 to remove and replace the leads. Therapy has been restored post- operatively.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-0041.